Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID kdr901 implantable pulse generator (ipg), implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right atrial lead exhibited high impedance measurements and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.